Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d exhibited high out of range pacing and shock impedances on the right ventricular (rv) lead along with low out of range rv intrinsic amplitude. Technical services (ts) was contacted and upon review of the available data, oversensed noise was observed on the rv channel. Ts recommended further evaluation to determine possible rv lead fracture. Furthermore, tachycardia therapy was reported to be disabled, and further evaluation was going to be performed in the near future to determine next steps. In addition, this crt-d was reported to have a left bundle branch (lbb) lead connected to the left ventricular (lv) port. This is considered an off-label use to device; however, no allegations had been made against device or lead performance. Further information was provided stating that the patient underwent a replacement procedure for the associated lv lead approximately seven months prior. During the procedure the physician noted that the rv lead was performing as expected; however clavicular compression was observed; which, according to the physician, this could be related to the rv out of range impedances. Further evaluation had not been conducted. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported. Additional information was received stating that this device was subsequently explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device has not been returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d exhibited high out of range pacing and shock impedances on the right ventricular (rv) lead along with low out of range rv intrinsic amplitude. Technical services (ts) was contacted and upon review of the available data, oversensed noise was observed on the rv channel. Ts recommended further evaluation to determine possible rv lead fracture. Furthermore, tachycardia therapy was reported to be disabled, and further evaluation was going to be performed in the near future to determine next steps. In addition, this crt-d was reported to have a left bundle branch (lbb) lead connected to the left ventricular (lv) port. This is considered an off-label use to device; however, no allegations had been made against device or lead performance. Further information was provided stating that the patient underwent a replacement procedure for the associated lv lead approximately seven months prior. During the procedure the physician noted that the rv lead was performing as expected; however clavicular compression was observed; which, according to the physician, this could be related to the rv out of range impedances. Further evaluation had not been conducted. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.